Manufacturer narrative:
A company service rep found system met performance specifications. Completed pm. No replaced parts returning for further evaluation. Verified proper operation of vgfi. Consumables had been discarded.

Event description:
Reporter noted intermittently cassette will not load tubing; have to try 2-3 times. Also had soft eye during air/fluid exchange. Surgeon used syringe to maintain eye pressure. No patient injury in this case, but rest of cases wre cancelled.